Manufacturer narrative:
Concomitant products: dtma1d4 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient, who has a cardiac resynchronization therapy defibrillator (crt-d) system was admitted to a hospital due to sepsis. Two days after the patient was admitted, the patient passed away. The patient is a participant in a clinical study. It was noted that the crt-d was implanted with an antibacterial absorbable envelope.